Manufacturer narrative:
At this time, the product has not been returned. When the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low sensing. An x-ray was performed and confirmed that the lead had dislodged. A revision was performed and an attempt was made to reposition the rv lead; however, the helix could not be extended after it was retracted. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. The explanted rv lead was tested on the table and the helix was non-operational.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.